Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital with lightheadedness. After examination of leads, it was noted that the right ventricular (rv) lead had noise. The physician observed that the lightheadedness was caused during the noise episodes. The rv lead was capped and replaced on (B)(6) 2021. There were no adverse consequences to the patient.